Manufacturer narrative:
A distributing facility reported, "all three patients were having decrease in urine output, during assessment the uct team reviewed the cases and found that all three foley catheters were blocked." Deroyal industries, inc. Requested return of the device, however it was stated that it was unavailable for return. A supplier corrective action request (scar) will be issued to the supplier, xeridiem. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A distributing facility reported, "all three patients were having decrease in urine output, during assessment the uct team reviewed the cases and found that all three foley catheters were blocked. "